Event description:
It was reported that resistance was felt with multiple cartridges when filling them during the load sequence. Customer changed the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.